Manufacturer narrative:
Additional information: the device(s) were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of unspecified access set that resulted to over infusion. This noted during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.